Event description:
It was reported to philips that the system would not boot up. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the host-pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file cannot confirm the malfunction. Upon troubleshooting fse found issues with host pc was defective. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.